Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.2-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 522 mg/dl and ketones were 2.0 mmol/l while wearing the pod between 25 and 36 hours. It was noticed that insulin was leaking and the adhesive was no longer sticking well due to being wet. The pod's cannula was dislodged from the infusion site (abdomen). The cannula had dislodged while the patient was playing at kindergarten. The patient went to elisabeth hospital essen where they did unspecified urine and blood tests and blood glucose check. As treatment a new pod was successfully placed prior to arriving at the hospital and the patient was discharged from the hospital after approximately an hour of observation.